Event description:
Customer reports blood exposure incident while crushing directcheck quality control vial. Customer reports not using protective sleeve required for correct product handling.

Manufacturer narrative:
(B)(4). Product not returned to MFR. Customer complaint could not be confirmed.